Event description:
It was reported that balloon detachment occurred. The 95% stenosed, diffused target lesion was located in the severely tortuous and moderately calcified pedal arch. Laser atherectomy was utilized over a non-boston scientific wire and a 2mm x 20mm x 142cm coyote es balloon catheter was advanced for post atherectomy angioplasty and the balloon will not come out. As the balloon was being removed, it was observed that the actual balloon material was not on the body of the catheter. A snare was utilized and all the pieces of the balloon material were removed. No patient complications were reported and the patient was fully recovered.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple buckling to the inflation lumen. The inflation lumen is separated 142.3cm from the hub. The inflation lumen is stretched at the separation. The distal section of the inflation lumen, balloon, and tip are missing. The guidewire lumen is no longer inside the inflation lumen. The retuned portion of the guidewire lumen measures approximately 74cm long. The distal section of the guidewire lumen is missing. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon detachment occurred. The 95% stenosed, diffused target lesion was located in the severely tortuous and moderately calcified pedal arch. Laser atherectomy was utilized over a non-boston scientific wire and a 2mm x 20mm x 142cm coyote es balloon catheter was advanced for post atherectomy angioplasty and the balloon will not come out. As the balloon was being removed, it was observed that the actual balloon material was not on the body of the catheter. A snare was utilized and all the pieces of the balloon material were removed. No patient complications were reported and the patient was fully recovered.